Event description:
It was reported that the jaws are misaligned. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded. In addition, the shaft was detached from the handle. While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.